Event description:
It was reported that during follow up device could not be interrogated with multiple programmers used. The device was explanted and replaced. The rapid battery depletion of the device was suspected due to programming settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.